Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the casing was damaged, the battery terminals were damaged, missing and corroded, the comport pins were damaged and corroded, the ECG block was damaged and corroded. These findings confirmed the reported event. The front overlay label easi ECG, rear overlay label, ECG lead wire label overlay, comm port flex cable, ECG alignment plug (single), s01 ECG only side port plug single, s01 ECG only rear case cover white, s01 ECG only battery door white, and the overlay with foam for m2601b/m4841a mac address label were all replaced. The circuit boards were inspected. The device was set to factory default. The device was tested on a simulator and passed all required tests. The root cause was determined to bad battery contacts. The battery contacts had begun to touch causing overheating. This type of reported event will continue to be monitored.

Event description:
Reportedly, post repair, the device was overheating. There was no patient involvement. No additional information is available.